Manufacturer narrative:
This pump is being returned for evaluation. When evaluation is complete the results will be reported for this file/report. Evaluation codes will be updated at that time.

Event description:
Pt had increased free hemoglobin. Ibc flopump was listed as a potential cause. Event info provided by customer health care professional. They did not provide any specific pt or hospital info at the time of this report. Pump has not been returned for evaluation as of the time of this report.